Manufacturer narrative:
The customer¿s reported issue was confirmed the scope was showing color pattern/no image. Also, the pink colored rubber coating on the probe unit at the distal end was found cut. Additionally, there was no data transmission, the bending section cover glue is cracked/chipped, there are multiple broken elements on the ultrasound image, the camera switch button has no function, there are buckles on the light guide tube, the ultrasound cord has deormtion/collapsed, the ultrasound connector and electronic connector has corrosion, the angulation is below standard due to a stretched angle wire, and the control knob has play. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the nurse manager at the user facility that the customer ultrasonic gastrovideoscope was returned for service/repair for a reported image problem, ¿pinwheel effect on screen¿. The event was found during an unspecified procedure. Upon inspecting and testing, the pink colored rubber coating on the probe unit at the distal end was found cut. This report is being submitted to capture cut on the pink coating on the probe unit. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Added information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred during inspection of the device prior to a procedure. The procedure was completed using a similar device. No patient impact.